Manufacturer narrative:
Explant date: if explanted, give date: not applicable as there is no indication that the lens was explanted. Initial reporter phone number: (B)(6). Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site as it remains implanted; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after the implantation of an intraocular lens (iol), a cut/grind was observed and it could not be removed, from the back surface of the lens. The lens was left in the eye as the cut was not located directly in the optical axis. No further information was provided.